Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate stimulation. Reprogramming yielded relief however, the patient wanted additional waveforms. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg was discarded.